Event description:
After 5 years of implantation, this pacemaker was explanted because of an infection. It was reported that the patient had a drug delivery system for chemotherapy on the opposite side of his body from the pacing system, which got infected. The biotronik leads were also removed. The pacemaker was disposed of at the hospital.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4). Device was not returned.